Event description:
During a rotational atherectomy procedure, involving a calcified and 90% stenotic lesion in the distal rca, the drive shaft and burr separted during ablation. The burr and rota wire were removed as one without incident. A 6fr terumo introducer sheath, a machi fr3.5 guide catheter, and a floppy rota wire were also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "good".